Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that the intraocular lens (iol) was fully implanted and as the doctor checked the lens under the scope, he noticed that there was a "smudge" in the lens. It was not a scratch and to the doctor it seemed to be debris embedded inside the lens. The doctor did not want to use the iol; hence, he cut the lens to remove it. He replaced the iol with another lens. Removal/replacement of the lens occurred during the same procedure. It was reported that the incision was enlarged to remove the lens. No patient injury was reported.

Manufacturer narrative:
(B)(4)- incision enlarged. The intraocular lens sample was returned to abbott medical optics for evaluation. Visual inspection was performed and no debris was observed on the lens. The lens returned cut in half and was observed with ovd (ophthalmic viscosurgical device) residues which indicate that the unit was handled and prepared for surgical use. The lens condition is consistent with a lens that was explanted /removed from the patient¿s eye. Due to the damaged condition of the return sample, no further product evaluation could be performed. A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. There were no process and / or material changes within the production order. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. All tests results showed a pass condition. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.